Event description:
No further event information available at the time of this report

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. An x-ray was provided, however because it is not dated it is unknown if the xray is related to this complaint. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(). Concomitant medical products: ep-200150 ¿ hip bearing ¿ 796040; 110024464 ¿ g7 dual mobility liner ¿ 321120; unknown ¿ stem ¿ unknown; 00625006540 ¿ bone screw ¿ 63820569; 00625006540 ¿ bone screw ¿ 63657711; 110010265 ¿ g7 osseoti multihole ¿ 6070686. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00485.

Event description:
It was reported that the patient underwent initial left hip surgery on an unknown date. The patient was later revised. Subsequently, the patient was revised again approximately three months later due to dislocation. The bearing and head were disassociated at reduction.